Event description:
It was additionally reported that prior to the lead replacement surgery, during stimulation session only some contacts were good. It was confirmed that the patient did not experience anything strange like a car accident, etc. During the revision surgery the lead was measured directly on the lead and not with using the ins during the revision. If it wasn¿t for the impedances of >10000, the physician would not have changed the lead.

Manufacturer narrative:
Concomitant product: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that high impedances were measured. All electrode pairs except 2/3, 2/6, and 3/6 were >10000 ohms. It was also reported that the patient experienced a gradual loss of stimulation and therapeutic effect. A revision surgery was performed on (B)(6) 2015. During the revision surgery, all impedances were >10000 ohms, so the physician decided to change the lead. Following the revision, all impedances were 800-2000 ohms (within normal limits).

Manufacturer narrative:
(B)(4). Device analysis for lead (B)(4) revealed no significant anomaly. The lead body was cut through, product segmented.